Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was reported that the patient's personal therapy manager (ptm) was getting stuck at 90%, causing a lag in delivering the bolus. The hcp was not with the patient at the time to assist with troubleshooting. Technical services advised that the patient should contact patient services for direct assistance and provided the phone number. Technical services explained that the issue likely required clearing the data, not the cache. The hcp stated they would provide the patient and the patient's spouse with the patient services number so they could receive guidance on troubleshooting and clearing the data to allow the bolus to deliver properly. No further issues were noted.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.